Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported that the patient's battery had been dead for a long time. The hcp didn't have further information on this. No symptoms or further complications reported. Additional information was received froman MRI technician on (B)(6) 2018. The patient was having an unrelated MRI but were turned a way because the ins was depleted so MRI eligibility could not be determined. The event date was unknown. The MRI technician called back on (B)(6) 2018 requesting MRI guidelines be sent to them. The patient claimed that they had nothing but trouble with the stimulator and they didn¿t think the stimulator ever worked. No further complications were reported/are anticipated.